Event description:
It was reported that during the procedure in the moderately calcified distal right coronary artery, pre-dilatation was performed using non-abbott dilatation catheters. A 2.5x28 xience v stent delivery system was advanced but resistance was met with the lesion. An attempt was made to withdraw the stent system into the non-abbott guide catheter; however, the guide catheter was deeply seated and the stent system could not be pulled into the guide catheter. Therefore, additional attempts were made to advance the stent system to the lesion but the attempts were unsuccessful. An attempt was made to remove the stent system but resistance was met with the guide catheter. The stent system was removed from the anatomy as a single unit. Outside of the anatomy, the proximal segment of the stent was noted to be flared. The stent system was replaced with a non-abbott stent system. Four non-abbott stent were successfully implanted. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided. Return device analysis revealed that the distal shaft had separated proximal to the proximal seal. Additional information indicates that the separation was caused by intentional manipulation of the device by cath lab staff.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 1.5 mm ikazuchi; 2.0 mm powerline. Guide cath: heartrail 6 fr ikari right. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible in the guide wire lumen and on the entire length of the sds consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts in the proximal end of the stent implant, confirming the reported stent damage. The shaft was separated 5.2 cm proximal to the proximal balloon seal. The material at the separation was smooth. Follow up information received confirmed the shaft separation was due to handling at the account. There were two kinks in the shaft 1.5 cm and 2.3 cm proximal to the separation. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kinks and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the reported failure to advance. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve during retraction of the device. It is likely that the stent caught on the tip of the guiding catheter, damaging the strut, and contributing to the difficulty removing the sds through the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency.